Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a (B)(6) year old pt while in the intensive care unit (ICU) during intra-aortic balloon pump (iabp) therapy. On (B)(6) 2014 while in the theatre the md inserted an iab-06840-u via right femoral artery without issue and performed a CABG procedure. The pt is currently still in the ICU on a ventilator and dialysis machine. The perfusionist during morning rounds on (B)(6) 2014 noticed that there was no augmentation and that the intra aortic balloon (iab) volume was 2.5 cc, iabp was pumping. Night staff had just mentioned one alarm went off when they turned the pt a bit earlier, which might have been to possible kink in the he (helium) tubing. The perfusionist collected another arrow iabp, connected it and obtained the same results. The perfusionist tried to alter the volume but it remained at 2.5 cc. The perfusionist informed the md and the md removed the iab for they thought the balloon / sheath might have a possible leak. The rn informed me that the md asked for the sales rep (sr) to be made aware of the problem. The sr received the call yesterday and requested that they also retain the helium line (which they threw away at the time), so that the sr would have a complete line from iabp to iab to be submitted. The sr spoke to the perfusionist before visiting the ICU to obtain info for the product complaint. When questioning the perfusionist, it was stated it was the line / tubing connector that was broken off. They did not take another 40 cc helium line to see if it might have resolved inflation, when the perfusionist discovered and noticed one of the steel pins on he volume was the problem. There was no report of pt death, injury or med / surgical intervention required. There was a delay or interruption in therapy noted. The pt outcome is the pt is currently still in ICU with glasgow coma scale of 11t/15. There was not another attempt at the procedure. We are unable to obtain additional info at this time.